Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure, it was discovered that the right ventricular lead exhibited high capture thresholds and r-wave amplitude variation. The patient was returned to the cath lab and the lead was successfully repositioned. The patient was in stable condition.